Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient contacted lifescan on july 4, 2007 and alleged an apply sample issue with his one touch ultra meter. The medical affairs specialist (mas) called and spoke with the patient on july 9, 2007 and obtained additional information. The patient informed the mas that he tests his blood glucose about 4-5 times/day and takes 15 units of lantus in the morning and is also on a sliding scale with the humalog insulin (did not provide sliding scale). The patient stated that in 2007, prior to going to bed, he was asymptomatic and had tested on the reported meter as usual. However, he did not recall the result he got that night, but remembered taking "extra insulin" (did not recall the exact dosage taken.) The patient stated that since he took extra insulin, the meter result "must have been greater than 150 mg/dl." A "little after midnight", the patient woke up "sweating and kicking" due to severe leg cramps. He attempted to test his blood glucose on the reported meter, but kept getting the apply sample icon on the display and the "meter would not count down." He attempted to test about 6-7 times and then his wife brought out his old meter (bayer) and tested on that meter with a result of 30 mg/dl. Right after that test, the paint passed out and the emergency services were called. The ems meter result was "less than 40 mg/dl" and the patient was placed on IV glucose. After the patient regained consciousness, the wife tested him on the bayer meter again and obtained a result of 88 mg/dl. The patient was not taken to the hospital. At the time of troubleshooting, it was verified that this was not a new product and that the test strip drew the sample into the test area. However, the alleged issue was not resolved with a new test strip or with a new vial of test strip. This complaint is reported because the patient reported obtaining a result "greater than 150 mg/dl" prior to going to bed and had taken "extra insulin" (unknown amount) based on that reading. Later, he experienced symptoms of hypoglycemia and was treated with IV glucose by the emergency medical services. A replacement meter, control solution, and test strips were sent to the lay user/patient.